Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The endoscopic image was not displayed due to the broken camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Omsc was unable to review the device history record, because more than 15 years have passed since the subject device was manufactured. The exact cause of the reported event could not be conclusively determined. However, based on the information provided by sorc, omsc surmised that the image was not displayed due to a communication failure caused by the failure of the camera cable unit. The cause of the failure of the camera cable unit could not be conclusively determined. If additional information becomes available, this report will be supplemented.